Event description:
It was reported that the right ventricular lead exhibited high impedance and had fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was returned in three pieces. The inner and outer coils were fractured and the outer insulation damaged at approximately 26.0 cm from the connector pin. The damage was consistent with rib clavicular crush. This damage likely caused the reported high lead impedance.